Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the right eye of a patient in a secondary procedure since the lens rotated 45 degrees and the patient was two diopters off the refraction. In addition, the incision was required to be enlarged during the explant. There was no vitrectomy performed and no patient complications reported.

Manufacturer narrative:
(B)(4): explant of an intraocular lens. Incision enlargement. Unexpected post operative refraction. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: (B)(4). The returned sample was inspected at the manufacturing site under 12x microscope magnification. The lens optic was cut in two (2) pieces, most probably related to explant process. Visual inspection revealed lens can be identified as tecnis toric acrylic 1-piece intraocular lens (iol) because of the presence of marking holes. Lens was contaminated. Lens optic was damaged. Due to the damaged condition of the lens, no further investigation was possible. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. There are no associated nonconformity material reports with respect to the order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. All pertinent information available to the manufacturer has been submitted.